Event description:
It was reported that during the use, the pilot balloon was found detached. No anomaly was observed in the patient's respiratory condition and the artificial respirator issued no alarm, so the product was continued to be used. After the removal of the product, it was noted that the cuff was completely deflated. There was no patient injury, and there is no additional information is available for this complaint.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual inspection was performed. Visual inspection found the inflation line was detached from the pilot balloon. The root cause of the issue could not be determined. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken.